Event description:
Information from intl. Clinical trial database. Ruptured pcom aneurysm with 12 coils. Qc-10-30-3d, qc-12-40-3d, qc-5-15-helix, qc-4-12-helix, qc-4-10-helix, qc-3-8-helix, qc-3-8-helix, qc-4-8-helix, qc-6-15-3d, qc-3-6-helix, qc-2-6-helix, qc-2-4-helix. Adverse event: vasospasm began before embolisation with an important neurological aggravation after embolization. Death.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information: foreign country registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in foreign countries. Enrollment started in 2008; enrollment ongoing n=166; target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.